Event description:
This spontaneous report was received on (B)(4) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for dental cleaning (route-dental, lot number 1699d, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the top cutter of the floss broke off. The consumer stated that there was no bar code on the package. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. A review of the data associated with this complaint revealed no adverse trends and no trend involving lot number 1699d. A review of the history of changes met specifications. Field sample was evaluated and presented the insert broken where it holds the cutter. Based on the information available, this device was used as intended for treatment. The complaint shall be closed with a disposition of confirmed. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for dental cleaning (route-dental, lot number 1699d, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the top cutter of the floss broke off. The consumer stated that there was no bar code on the package. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.